Manufacturer narrative:
Ge healthcare (gehc) reported a field modification for this issue per 21 cfr 806 on 09 june 2022. The FDA recall number is z-1389-2022. Customers were sent a letter explaining the issue and instructions for testing the unit for reversal of transducers. Gehc will correct all affected units. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
During pre-use checkout, reversal of the o2 and air cylinder pressure transducers connected to the consolidated ventilator interface board was found which could result in rare instances of prolonged hypoxia. There was no patient involvement.